Manufacturer narrative:
Date sent: 7/11/2008.

Event description:
It was reported that during an unknown procedure, an error 3 was displayed. The customer used a competitor's device to proceed with the procedure. There was no pt consequence.